Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. Evaluation of the returned product confirmed the catheter shaft was separated; use in a patient was not reported. Based on our investigation, it is highly unlikely that the product was non-conforming. It is unknown how much force was used or the manner in which the catheter was handled during removal from the packaging hoop. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause is undeterminable.

Event description:
Detached when removing from hoop.